Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel was cracked on the bd 5ml syringe slip tip with bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from chinese: "the empty barrel is found to be cracked."

Event description:
It was reported that the barrel was cracked on the bd 5ml syringe slip tip with bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from chinese: "the empty barrel is found to be cracked."

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 301942 and lot number 2105199. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained. The retained samples were evaluated, and no signs of defect could be confirmed.